Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl upon waking up, 524 mg/dl at time of event and current blood glucose level was 98 mg/dl. Customer also stated that they had difficulty with sets not working and cannula was bent. The reservoir and insulin pump will not be returned for analysis.